Event description:
The customer has alleged that in 2008, a spacelabs module 90478 (telemetry receiver) failed to alarm during simulator testing by the hospital biomed.

Manufacturer narrative:
We have initiated an investigation, which is still underway, to obtain facts relating to the event; determine whether there was any product failure and, if so, the nature of such failure; determine the root cause of any such failure that may have occurred; and to identify the appropriate corrective action, if any , to be taken. We intend to continue our investigation and provide a supplemental report as appropriate.